Event description:
It was reported that the surgeon inserted a micl 12.1 implantable collamer lens and the lens flipped after insertion. The surgeon was unable to flip it back so the lens was removed and another icl was implanted. Thee was no pt injury.

Manufacturer narrative:
Results: visual inspection of the returned product showed that the lens was torn in half and the corners of one of the haptic was tone off and missing. There was evidence of a clear surgical residue. A work order search was conducted on the serial number and there were no similar complaints found. Conclusion: based on the complaint history, work order search and eval of the returned product specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.